Event description:
It was reported that the disposable would not let the device beep for any occlusions, however the whole bag of chemo medication was still full, the port had positive blood return, and pump was showing that all the dose was given. Continuous infusion rate: 2.1 ml per hour. Reservoir volume: 0 ml. Given: 96 ml. Length of infusion: 46 hours. Lock level: ll2. Closed system drug-transfer device was used to fill cassette. Pump was not used to prime the extension tubing. New 5 fu dose ordered, given to patient day patient came for pump disconnect, with new pump and new set of tubing to be disconnected friday (B)(6) 2023. Adverse patient effects are unknown.

Manufacturer narrative:
Other text: g5, d4: UDI, expiration date and h4: manufacture date are unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: two samples were received for evaluation. Visual inspection found the samples to be in used condition. Sample number one was observed to have no damage or other defects. Sample number two was observed to have been manipulated during the use, it was detached from the housing. To conduct functional testing an accuracy test was performed. No discrepancies were detected on sample number one, the test successfully passed with a result within manufacturer specifications. Sample number two cannot be tested due to damage/detachment of the pump tube from housing. No lot numbers were provided; therefore, device history record (DHR) reviews could not be conducted. D4: catalog, and lot number unknown.